Manufacturer narrative:
The investigation confirmed the reported complaint. It appears that the pump coupling was aging which caused the pump malfunction during use. Repair of the pump was performed. All functions tested 100% to manufacturing specification.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The customer stated that the tumescent infiltration pump was sounding like it was pumping, however, fluid was not moving from the pump to the needle. Sales rep stated it was not connected to a patient.